Event description:
It is reported that during surgery in 2007, while implanting the tibia, the stem came loose during impaction. The surgeon tried to lock on the poly and the screw would not engage into the stem. The surgeon felt that the locking mechanism of the poly and tibia was adequate and did not require a screw. The devices remain implanted.

Manufacturer narrative:
Other device used: catalog #00598801215, nexgen complete knee solution stem extension, lot #60593738. Evaluation summary: it is reported that lcck poly was implanted without locking it using the screw provided with the poly. There is a risk of dislocation of the poly from the tibial plate by not using the screw as required in the surgical technique. Evaluation: no product or x-rays were returned for evaluation. Device history records indicate device manufactured to specification.